Event description:
Information was received indicating that the tip of a smiths medical jelco® viavalve® safety IV catheter was nowhere to be found. It was reported that the tip of the catheter was found to be retained in the patient's vein. General surgery team was consulted which lead to excision of the left cephalic vein in the patients forearm. Subsequently, 8cm of the patient's vein was removed due to possible foreign body. The catheter tip was not located and imaging did not reveal the catheter. There were no further adverse patient effects.